Event description:
The customer reported the unicel dxc 600 pro synchron system generated probe obstruction error, cap piercer leaking and generated erroneous patient results on multiple analytes (iron and electrolytes: ise - ion selective electrode). There was no change in patient treatment in association with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse found sluggish cap piercer waste valve and clogged line 118 fitting. Fse replaced cap piercer waste valve and line 118 fitting to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.